Event description:
The customer reported that no images were displayed on the system. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The image intensifier needs to be replaced. No conclusion can be drawn as repair information is unavailable and no additional service information was provided.